Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to procedural factors due to difficulty visualizing the clip. The reported difficulty visualizing the clip appears to be related to poor imaging quality. The reported unchanged mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the slda. Mr is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted and due to poor imaging, it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the anterior leaflet. Imaging was difficult. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.